Event description:
Rt renal angioplasty performed on the mid segment of the rt renal artery using a 4x2 balloon. Balloon ruptured while deploying a stent that was mounted on the balloon. This resulted in an occlusion/rupture of the renal artery.